Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a procedure, a sureflex steerable guiding sheath was selected for use. The dilator was found to have a small piece hanging at the distal tip. The defect was found when the sheath was being flushed. Hence the device was replaced. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted that its tip was clogged, the flushing was not smooth. No other damage was revealed. Functional testing was performed, and a material was observed in the tip of the dilator, appearing to match its color. The majority of material was able to be removed from tip with tweezers, although final section could not be removed. After, flushing was conducted, and it was successful. Next, the inside diameter of the device was noted to be within specification. Also, a slight kink was observed at shaft-handle connection. Finally, no issue was noted tracking a 0.032 guidewire through the dilator; a 0.035 guidewire was passed through a sample dilator with resistance, but unable to recreate the damage; and it was possible to pass a sample dilator through sheath without difficulty or damage. With all the available information, the reported allegation of a damaged tip was confirmed based on the returned device.

Event description:
It was reported during a procedure, a sureflex steerable guiding sheath was selected for use. The dilator was found to have a small piece hanging at the distal tip. The defect was found when the sheath was being flushed. Hence the device was replaced. No patient complications occurred. The device is expected to be returned for analysis.